Event description:
It was reported that suture placement in the minimally calcified left common femoral artery was attempted with prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the foot plate of the first prostyle device did not close during step 4 and resistance was felt as it was removed manually. A small section of the arterial wall was noted on the foot plate of the first device. The second prostyle device was successfully pre-placed. A third prostyle device was used. Resistance was felt during removal. Upon manual removal, it was noted that the foot plate of the third prostyle device did not close during step 4. The sheath was upsized to a 14f and the evar procedure was completed. After the procedure, upon trying to close the prostyle sutures, the suture of the second prostyle came off as it was probably torn [damaged] by the footplate of the third prostyle device. A surgical cutdown was performed to repair the artery and achieve hemostasis. There was a delay in the procedure due to the cutdown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to difficulty closing the foot and difficult to remove the device may include, but are not limited to, tissue or suture caught in the foot, posterior cuff partially deployed in the foot. The patient effect of dissection is listed in the prostyle instructions for use as potential adverse event associated with use of the vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: a foot break was found during evaluation of one of the returned devices (B)(6). The location of the detached foot is unknown. Follow-up with the account confirmed that the foot separation was not noted upon device removal. No additional information was provided.